Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported that in the op, an intra-aortic balloon (iab) was inserted via the left femoral artery. The intra-aortic balloon pump (iabp) was on the pt and the pump alarmed helium loss alert, reoccurring regularly. The staff changed the pump without any problems. There was no pt death, injuries or complications. A delay in treatment was not noted. The pt outcome is okay. Additional info received on (B)(6) 2011, stated that the iabp is with a third party organization for eval.